Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported during a longo procedure that the instrument did cut completely, but did not staple completely. Staples were misformed. Overstitched by hand. No further information is available. There was no adverse patient consequence.